Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
New information notes the device was explanted.

Event description:
It was reported that an asymptomatic patient presented for a routine follow up, the pulse generator exhibited backup vvi mode. Device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.